Manufacturer narrative:
Product analysis conclusion: the reported inaccurate delivery event could be appreciated on the limited films received; however, the cause of the event could not be determined. Although extensive overlap of the devices could be observed, the issues experienced with positioning of the device were not available for review on the still image provided. Procedural angiogram showing attempts to deploy the device were not received for thorough analysis of the event. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed. It is possible that anatomy related issues or procedural event were a factor in the inaccurate delivery but this could not be determined. Additional information received: the balloon used was a medtronic device and excessive ballooning was reported to have been performed on the limb. No endoleak was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An enlw1613c95ee stent graft was implanted during the endovascular treatment of a 54mm abdominal aortic aneurysm. It was reported that during the index procedure when implanting the stent graft in the left iliac artery (with the endurant stent ov erlapping three segments with the previous stent), the implanted stent shifted into the aneurysm sac during the last step of compliance ballooning on the left side, became completely overlapped with the previous stent and did not reach the intended coverage position in the left iliac artery. Therefore, an additional endurant stent was implanted. Per the physician the cause of the event is undetermined. No additional clinical sequalae was provided and the patient is fine.